Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an omega sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure on the balloon. Microscopic examination revealed that distal end of the stent was damaged with stretched, flared, and bent struts. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination presented no damage or irregularities to the distal tip. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 16x3.0mm, concentric target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After multiple pre-dilatations with a 2 x 10 non-bsc balloon catheter, a 16x3.00 omega stent was advanced but failed to cross the lesion. The stent struts were damaged during attempts to cross the lesion. The device was removed and the procedure was completed with 3 x 20 omega stent. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 16x3.0mm, concentric target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After multiple pre-dilatations with a 2 x 10 non-bsc balloon catheter, a 16x3.00 omega¿ stent was advanced but failed to cross the lesion. The stent struts were damaged during attempts to cross the lesion. The device was removed and the procedure was completed with 3 x 20 omega¿ stent. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.